Event description:
It was reported to medtronic minimed that the customer experienced low blood glucoses and reported insulin pump was not suspended when low even when tried to suspend manually. The customer blood glucose was unknown at the time of incident. The event involved product(s) mmt-7020a, mmt-342g, mmt-442ag, mmt-1780kl. Troubleshooting was not performed. No further patient complications were reported. No product return is required for mmt-7020a. No product return is required for mmt-342g. No product return is required for mmt-442ag. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no treatment was mentioned for the low. Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the low. It was unknown if auto mode was used. Pump is not returning for analysis.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thus and carelink. No alarms or alert noted during testing. No boluses noted in the event date in the history files. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded motor home switch. Pump passed functional testing and no alarms or alerts noted during testing. Possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.